Manufacturer narrative:
Age at time of event: mid 50's. (B)(4).

Event description:
It was reported that the device was cracked. A direxion hi-flo catheter was selected for use in a tortuous vessel for a uterine fibroid embolization procedure. During procedure, the catheter was cracked in the middle part. There were no component separation. The device was removed from the patient's body without any issue. The procedure was completed with a different device. No patient complications reported. Patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a direxion hi-flo micro-catheter. The shaft was microscopically examined. The device showed a separation on the nickel shaft approximately 24.5cm to 33.5cm from the strain relief. The device was not completely separated the inner liner was still attached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the device was cracked. A direxion hi-flo catheter was selected for use in a tortuous vessel for a uterine firbroid embolization procedure. During procedure, the catheter was cracked in the middle part. There were no component separation. The device was removed from the patient's body without any issue. The procedure was completed with a different device. No patient complications reported. Patient was fine.